Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found thumbscrew loose on cell #2 buffer syringe and tightened it. The fse also found ise dispense pressure sensor error 3507, 3534, 3516 were generated. The fse replaced the wash syringe, sample pressure sensor and sample pressure monitor which resolved the issue. The failure mode was identified as multiple hardware malfunction. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. However, there is sufficient evidence to suggest hardware malfunction was the cause of the event. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer cell #2 generated erroneous low ion selective electrode (ise) patient results for sodium (na), potassium (k), and chloride (cl). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics and the exact number of patients affected is unknown.